Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged and blood leaked. The following information was provided by the initial reporter: event 3: material no: 2420-0500, batch no: 20063045. It was reported that the nurse identified that the IV tubing was broken at the y-site when she noticed patients bedding and gown were wet. This resulted in blood backing out of the IV site and leaking onto the bedding, and antibiotic was infusing onto the floor. Event description per email states: I am a newly appointed manager on our supply chain. Part of my team¿s responsibility to is to follow up with product representatives on product issues and malfunctions. I wanted to alert you to an issue we have had today regarding IV tubing. We have had multiple incidents today of tubing that was either breaking at the blue clip junction, where the IV tubing is placed into our IV pump, or severing completely at a patient port junction. This occurred with two separate lot #s in multiple areas of our main campus. Our risk management team and quality team have deemed these items unusable at this time, as they are posing the potential for patient harm. Currently we have 6 pallets of product that are deemed unusable. Customer response 25-sep-2020: during this occasion, the nurse walked into the room and identified the patients bedding and gown were saturated. The rn quickly identified the IV tubing was broken at the y site. Blood had backed out of the IV site and was leaking onto bedding, antibiotic was infusing onto the floor. This occurred on 9/20.

Manufacturer narrative:
H.6. Investigation: one used primary set, model 2420-0500 lot 20063045, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's bottom smartsite needleless connectors was disconnected from the tubing. No other defects were observed. The customer's complaint that IV tubing was broken at the y-site was verified. A device history record review for model 2420-0500 lot number 20063045 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Further inspection of the disconnected tubing could not be performed since clotted blood remained within the tubing after decontamination. A root cause could not be determined. See h.10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged and blood leaked. The following information was provided by the initial reporter: event 3: material no: 2420-0500 batch no: 20063045 it was reported that the nurse identified that the IV tubing was broken at the y-site when she noticed patients bedding and gown were wet. This resulted in blood backing out of the IV site and leaking onto the bedding, and antibiotic was infusing onto the floor. Event description per email states: I am a newly appointed manager on our supply chain. Part of my team¿s responsibility to is to follow up with product representatives on product issues and malfunctions. I wanted to alert you to an issue we have had today regarding IV tubing. We have had multiple incidents today of tubing that was either breaking at the blue clip junction, where the IV tubing is placed into our IV pump, or severing completely at a patient port junction. This occurred with two separate lot #s in multiple areas of our main campus. Our risk management team and quality team have deemed these items unusable at this time, as they are posing the potential for patient harm. Currently we have 6 pallets of product that are deemed unusable. Customer response 25-sep-2020: during this occasion, the nurse walked into the room and identified the patients bedding and gown were saturated. The rn quickly identified the IV tubing was broken at the y site. Blood had backed out of the IV site and was leaking onto bedding, antibiotic was infusing onto the floor. This occurred on 9/20.